Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l5-s1 transfora minal lumbar interbody fusion (tlif). It was reported that the cage has collapsed post operative so it was explanted. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no damage to the cage. Patient has radicular leg pain.

Manufacturer narrative:
H3: product analysis - part # 6068073; lot # 1007561w visual inspection reveal some damage to the implant possibly from the removal process. Functional inspection confirmed the cage was able to expand and collapse as intended. The implant appears to function as intended. No fault found. Radiographic image review comments were given as second panel lateral x-ray, the l5-s1 interbody graft is collapsed and posteriorly migrated compared to the right panel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.